Event description:
As reported by a rehabilitation center (not a customer of navilyst medical/angiodynamics): a patient came in via transport, and was noted to have port which was "leaking outside the body when it was being accessed. It was removed and replaced". With a port from the rehabilitation center's inventory. It is not known at what facility the patient had the original port implanted. The patient condition is fine. The rehab facility contacted navilyst medical after researching the port's markings on the internet. They were provided with information to return the device, and supposedly did so, however, the device has never been received at any navilyst medical/angiodynamics facility.

Manufacturer narrative:
From the information provided by the rehabilitation center which reported the event, it is not possible to confirm neither the catalog number of the port, or if the port was manufactured by navilyst medical. It was indicated that the port was returned the week of (B)(4), however, it has not been received at any of the navilyst medical/angiodynamics facilities, therefore confirming the manufacturer of the device and/or a device evaluation has not been possible. When following up on the shipping status of the sample, it was again stated by the event reporter that the patient's health was not adversely affected by the event. Should the sample be received and be identified as having been manufactured by navilyst medical, this complaint will be re-opened, (B)(4).